Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer initially called in to report issues with the sensor. Troubleshooting was performed. When checking alarm history it was not that the device had an alarm that occurs during priming. Alarm occurred on (B)(6). No further information was provided in regards to alarm.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.